Event description:
The lay user/patient contacted lifescan alleging the meter does not power on upon strip insertion. The issue was resolved with troulbeshooting. There were no allegations of harm or injury.

Manufacturer narrative:
(B) (4).